Event description:
The hand controller on the medrad injector system would not deliver the contrast. While pushing on the controller, saline continued to run after releasing saline. It was unplugged from the device powered down and it restarted. The hand controller was tried on another system but still wouldn't deliver the contrast. So, another device was used from the same lot number and it worked fine. The patient was not affected.